Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the infusion set was changed three days prior to her admission. The customer stated being ill with a cold and also she experienced high level of stress. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.